Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 due to an elevated lactate dehydrogenase (ldh) level of 1009 u/l and tea colored urine. The patient has had false elevated ldh values in the past while on lvad support. With this event, the ldh decreased to the 500 u/l range with an inr of 2.9. Information regarding any treatment rendered was not provided. A ramp echocardiogram on an unspecified date was reportedly negative for pump thrombosis. The lvad system did not produce any high power readings or any alarms. A system controller log file was submitted and reviewed by the manufacturer's technical services representative. The pump parameters were stable and it was operating over similar ranges throughout the log file. The event history appeared normal. Additional information regarding the event was requested, however, none was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of an elevated lactate dehydrogenase could not be conclusively determined through this evaluation. Evaluation of the submitted system controller log file which contained data from (B)(6) 2017, captured no atypical alarms. The pump speed remained above the low speed limit for the duration of the log file and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further related issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the vad coordinator stated that the patient¿s baseline ldh is in the 400-500 u/l range. The most recent patient¿s ldh value was 432 u/l in (B)(6) 2017. The customer reported that the patient¿s symptoms resolved upon admission. No treatment was rendered to the patient and the patient was discharged home with no changes. As of (B)(6) 2017, the patient was doing well with no issues.